Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when they went to replace and relocate the implant which was located under her arm they couldn¿t get a lead that was long enough to reach her buttocks so they put the implant in the middle of her back. The patient stated that it was very uncomfortable and she couldn¿t function with the device there so she had a revision done. The patient had the revision on (B)(6) 2016 and noted she did not recover completely as she needed to have it relocated again. The indication for use was non-malignant pain. No device issues reported.